Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initials are (B)(6). Patient age was not provided by reporter. Event date: unknown. Additional device product codes¿hty, jdw, hwc. Date of implant was reported as approximately 6 to 7 months prior to (B)(6) 2015. Unanticipated x-ray. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. This lot and raw material lot met all dimensional and visual criteria at the time of release. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision/explant surgery was performed due to non-union and a broken 4.5mm locking compression (lcp) condylar plate. The original surgery was performed approximately 6-7 months ago and an unknown date for open reduction internal fixation (orif) of the left femoral distal femur. About two months ago (prior to (B)(6) 2015) the patient reportedly stumbled, fell and experienced pain. After a month it was discovered on an unknown date by x-ray that the lcp plate had broken and there was non-union of the fracture. Revision surgery was performed on (B)(6) 2015 to address the non-union and to remove the broken lcp plate and associated screws. The explanted screws included: one 7.3mm cannulated locking screw; an unknown quantity of 5.0mm cannulated locking screws; an unknown quantity of 4.5mm cortex locking screws; and an unknown quantity of 5.0mm locking screws. Only partial part numbers were reported for the explanted screws. All the screws were removed intact. The patient was revised with 4.5mm variable angle (va) locking condylar plate and unknown screws. The patient/status outcome was good and no fragments were left in patient. The surgery was successfully completed without any surgical delay. This report is 1 of 2 for (B)(4).